Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) was split, and the device would not enter the non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved via manual compression that was for greater than 30 minutes. A 6 fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and there was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician was certified on the use of the device and had prior experience using it. The device was used in a transfemoral coronary angiography (tfca) procedure. The procedure used a retrograde approach. One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was partially exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The measurement was obtained using a calibrated ruler. A simulated deployment test evaluation was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to assess the sealant sleeves and the sealant. This analysis confirmed the conditions previously identified during visual inspection, including the presence of a frayed/split/torn condition on the sealant sleeves. Additionally, the sealant was observed to be partially exposed. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a laboratory sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was split and the device would not enter the non-cordis sheath. Therefore, the product was not available. Hemostasis was achieved via manual compression that was for greater than 30 minutes. A 6 fr non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and there was no presence of pvd / calcium in the vicinity of the puncture site. There was no reported patient injury. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician was certified on the use of the device and had prior experience using it. The device was used in a transfemoral coronary angiography (tfca) procedure. The procedure used a retrograde approach. The device will be returned for evaluation. Addendum: per pe findings, the sealant was partially exposed but still mounted on the unit delivery shaft.